Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 10/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display screen was dim and discolored. Unrelated to the display screen the up button responded intermittently. Contamination was found underneath the up, down, and contrast keypad button contacts. Additionally, the battery compartment was cracked below the finger pad. The battery cap was found to be damaged and stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the display screen had become discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.